Event description:
The customer reported an intermittent communication failure error message that prevented the system from screening. The system was locking-up or shutting down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery on the generator interface board was replaced. The system was then found to be operating as intended.